Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an increase of lv pacing impedance over the past year and the thresholds have increased over the past six months. The lv lead remains in use. No patient complications have been reported as a result of this event.